Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The patient chose not to troubleshoot the pump issues further. No additional actions or outcomes were reported.